Manufacturer narrative:
Medtronic received the following information from the journal article entitled; collected transatlantic experience from the pericles registry: use of chimney grafts to treat post-evar type ia endoleaks shows good midterm results sonia ronchey, stefano fazzin, salvatore scali, giovanni torsello, paul kubilis, frank veith, konstantinos p. Donas, felice pecoraro <(>&<)> nicola mangialardi journal of endovascular therapy (2018) vol. 25(4) 492¿498 doi.org/10.1177/1526602818782941. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted into patients for the endovascular treatment of abdominal aortic aneurysms (aaa) on unknown dates. The following adverse event occurred; malfunction; type ia endoleak, chimney occlusion, migration

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.